Event description:
Pt came in for an eye exam. Pt had been buying their contacts over the internet for four years using an expired prescription. The co never asked for a valid prescription even on the first order. Pt had subsequently developed pigmentary glaucoma but had not had on exam in over four years because the co continued to sell the pt contacts. If they would have required a valid prescription, the glucoma could have been detected earlier and we could have saved this pt's peripheal vision.